Event description:
The customer reported that when the energy select is in the position of "off", the device is enabled. When the energy select is in the position of "AED", the device is off, could not work. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that when the energy select is in the position of "off", the device is enabled. When the energy select is in the position of "AED", the device is off, could not work. No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.